Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reboot the system. The system was found to be working as intended. The system was put back into service.

Event description:
There were no reports of injury or death. The fe reported the system failed to boot up.